Event description:
(B)(4). I had the essure implanted (B)(6) 2015/confirmed (B)(6) 2015. I have had headaches, ongoing bleeding/discharge, mood swings, brain fog, chronic fatigue, increased anxiety/depression, acne, bruising easily/not healing quickly, ab pain, back pain, pelvic pain, teeth pain.